Event description:
During ventilation, s1 displays message "connection panel lost" and several technical failure code, impossible to turn off the machine users take another ventilator and put it out of the unit.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a misplaced or defective expiratory membrane. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Panel connection lost during ventilation and impossible to turn off the machine. Patient moved to other device. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
During ventilation, s1 displays message "connection panel lost" and several technical failure code, impossible to turn off the machine. Users take another ventilator and put it out of the unit.